Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that their retainer is causing major pressure on their two front teeth and cutting their gums. Requested additional information and provided fit tips for the retainers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.